Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and instructed the hp to cycle power twice to clear alarm. The hp stated that he did not prime the patient line extension properly before connecting himself. The tsr advised the hp to start over with new supplies because current set was compromised and hp risks infection if he does not start over with new supplies. The tsr also advised the hp to call the nurse (rn) in the next 24 hours to inform of the incident. The hp confirmed he understood explanation and would start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after incomplete priming. The hp stated that he did not prime the patient line extension properly before connecting himself. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).